Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported a broken tooth due to using the aligners. No further information was available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.